Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 10.0 mg/ml at 9.989 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no new information.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the pump would be replaced on 2018 (B)(6). No further complication was reported.

Manufacturer narrative:
Correction: was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient heard alarm over the weekend. The patient was not due for a refill and visited the healthcare provider (hcp) on 2018 (B)(6). The pump was in a motor stall starting from 2018 (B)(6) or 2018 (B)(6). The patient did not had an magnetic resonance imaging. The patient was on oral medication and a surgical intervention was planned. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient heard alarm over the weekend. The patient was not due for a refill and visited the healthcare provider (hcp) on (B)(6) 2018. The pump was in a motor stall starting from (B)(6) 2018 or (B)(6) 2018. The patient did not have an magnetic resonance imaging. The patient was on oral medication and a surgical intervention was planned. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.